Event description:
Pt presented to ER with erythema around pac site. Mild pain at site and temp of 103.2 degrees fahrenheit. Treated with IV antibiotics in ER. Adm to hem/onc svc. Bid culture positve for staph. Pt subsequently improved, discharged to home on po antibiotics. Drug regimen interrupted for duration. Local trial with gti-2040 and capeitabine (not drug related).